Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible causes such as the spring contact, as it was noted this was a sudden spike in impedance measurements, not a gradual rise. Noise was also observed, likely from the switch to unipolar sensing. Noise was reproducible with isometrics. In addition, the pacemaker was at over 11,000 rv auto-threshold tests in its lifetime. Thresholds varied from 0.6-0.8 to 3v, however, this was consistent both before and after the lss. Sensing was programmed higher, and the patient will continue to be monitored remotely. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible causes such as the spring contact, as it was noted this was a sudden spike in impedance measurements, not a gradual rise. Noise was also observed, likely from the switch to unipolar sensing. Noise was reproducible with isometrics. In addition, the pacemaker was at over 11,000 rv auto-threshold tests in its lifetime. Thresholds varied from 0.6-0.8 to 3v, however, this was consistent both before and after the lss. Sensing was programmed higher, and the patient will continue to be monitored remotely. This pacemaker and rv lead remain in service. No adverse patient effects were reported.